Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components, 6 devices had loose components, 2 devices had missing components, and 2 devices had worn components. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 17 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 17 malfunction events, where it was reported the brakes or steer were difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
The final device was not made available for testing; the reported issue could not be confirmed.